Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable throughout.